Event description:
It was reported that the patient went to the emergency room (ER) after passing out. Upon device interrogation, elective replacement indicator (eri) and reset message that could not be cleared was observed. It was noted the magnet response showed pacing at 65 but no capture. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).